Manufacturer narrative:
No fault found; system returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a geometry error message was displayed during system boot-up on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.